Event description:
It was reported that premature partial stent deployment occurred. A 7x80x120 epic¿ vascular stent was selected to treat the target lesion. When they opened the package, "it was already flowered at the tip." The procedure was completed with a different sized epic stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was no damage or irregularities of the rack length. The distal end of the stent was partially expanded a length of 5.5 mm. The safety-lock was securely attached to the rack, as-received. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that premature partial stent deployment occurred. A 7x80x120 epic¿ vascular stent was selected to treat the target lesion. When they opened the package, "it was already flowered at the tip." The procedure was completed with a different sized epic stent. No patient complications were reported.